Manufacturer narrative:
Initial reporter phone number populated as +1(000)000-0000 to ensure successful electronic submission of MDR. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor fell off after 8 days of wear and was unable to test blood glucose. The customer further reported having unspecified low blood sugar reading and self-treated with a ¿small meal¿ and then self-presented at the hospital on (B)(6) 2017. The customer treated with humalog 20ui and no further treatment was reported. There was no report of death or permanent impairment associated with this event.